Manufacturer narrative:
Corrected information: g1. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2030404.

Event description:
During an ischemic ventricular tachycardia (vt) procedure, the ensitex system experienced metal distortion issues and the case was cancelled. At the beginning of the study, the metal field was checked in the recommended position and there were no issues. When setting the metal baseline in ap at a working height, distortion was already beyond 2. The physician raised the image intensifier slightly and set the metal baseline again, which set the distortion threshold to 1. The physician wanted to be prepared to use fluoroscopy since this was his first vt with our system. As the ablation catheter was being placed in the right atrium, initial geometry was collected with no issues. The physician then wanted to reprogram the device so he put the wand in the field to do so. During this time the metal threshold was jumping between 2-3 and the ablation catheter was shaking (this may be normal due to the wand temporarily being over the device). However, once the wand was removed from the field, the distortion was still sitting past 3. The metal baseline had to be reset and lose the ra geometry and proceeded to go transseptal. After transseptal, the ablation catheter was placed in the la and geometry collection began. After about one minute, the metal distortion exceeded the limit and collection could not continue. The physician did not move the fluoroscopy machine, nor was anything introduced into the field. The amplifier was turned off to let it reboot, the catheter was unplugged and deleted it from the system to let it auto populate again. The magnet was plugged back in, and the fluoroscopy machine was adjusted which did not resolve the issue so the metal baseline again. The metal distortion was sitting at 1 so we then proceeded to collect geometry in the lv with the ablation catheter and exchanged for grid with no problem. After mapping with hd grid, the catheter was exchanged back to the ablation catheter, and moved the fluoroscopy a few inches and metal distortion exceeded the threshold again. Collection could not continue and the image intensifier had to be readjusted to recollect again. At one point, the patient moved and because we wanted to continue collecting, we had to reset the metal baseline for a third time and recollect the lv geometry with ablation. A quick geometry and activation map were done with the ablation catheter, but after a few minutes metal threshold exceeded 2 and we could no longer collect. By this time, ablation was done where needed to finish the procedure. The patient was still going into vt post procedure. Overall, the metal baseline has to be reset 3 times during the procedure and the system was overly sensitive to any movement (or no movement at all) to fluoroscopy. The threshold would exceed 2 randomly throughout the procedure without touching/moving anything and we were adjusting fluoroscopy every few minutes. There was no harm to the patient during the procedure.

Manufacturer narrative:
Additional information indicated that when r&d reviewed the case logs from a previous case, it was discovered that the prs-a was fault. However, the cause of the reported incident could not be determined as the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).